Event description:
The customer reported, the system would not accept the cassette and they were not able to use the system. The customer noted the incident occurred during set-up. Seven (7) surgical cases were cancelled.

Manufacturer narrative:
The company service rep checked the system, verified the event, and replaced the fluidics module to resolve the performance problem reported. The system was tested and met specifications. The module was returned for further evaluation. Investigation, including root cause analysis is in progress. This report mailed in to FDA on:11/02/2007.